Event description:
I recently contacted medtronic to request info on using the carelink usb stick. I'm interested in independently reproducing and verifying their auditing steps in order to better control my therapy. They refused to answer any of my questions, which increases my exposure to risk. The ticket number is (B)(4), here is a basic outline of my questions: (B)(4). The misleading info I have is harmful and corrosive to therapy, and ignores the FDA's guidance on the subject: (B)(4). Despite explaining that this info is required for me to continue safe therapy, the rep explained that these policies were intended to protect the company, not aid pts' safe therapy. Called (B)(6) 2013 in the morning, around 11. (B)(4). I work in a (B)(6) and the vendor's software does not work for me, for a variety of reasons, including rf interference. I need the ability to control communications with my pump, so that I can perform auditing in a way that makes sense to me. (B)(4). Type 1 diabetes. Using medtronic insulin pump. The vendor has created a system that restricts and frustrates the user's ability to increase the fidelity of therapeutic care, resulting in many adverse events. (B)(4).